Manufacturer narrative:
(B)(4). Additional investigation summary: a sealed box of product code sxpp1a300, lot # mhm452 was received for evaluation. During the visual inspection of the box, excessive crushed and moisture on the carboard was noted. The box contains twelve sealed packets and the sterile barrier was not compromised. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition, it could not be determined what may have caused the reported incident of: ¿the suture box has turned soggy, filled with moisture¿.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number mhm452, and no non-conformance's related to the reported complaint condition were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an abdominal closure procedure on (B)(6) 2019 and barbed suture was used. The suture box has turned soggy, filled with moisture. The sutures were not used from the box on the patient. There were no adverse consequences to the patient reported.